Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event date was (B)(6) 2015. The event was resolved on (B)(6) 2015. The event was assessed by the investigator as not serious, not related to the p rocedure, and not related to the device. The electrode was explanted and replaced and reprogramming of the implantable neurostimulator (ins) was also done.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study via a manufacturer representative reported the reason the electrode was replaced was an x-ray was done which showed the electrode migrated. The event was related to the electrode.

Manufacturer narrative:
Product ID: 309328, lot# 0209179268, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient experienced a return of urinary incontinence due to a fall on an icy patch. It was unknown if surgical intervention occurred. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.